Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes post deployment, computerized tomography-abdomen without contrast showed 2 inferior vena cava filters were noted. Lower inferior vena cava filter was noted with the apex at the level of the left main renal vein. Central position within the inferior vena cava was noted. Struts were intact. Posterior struts extend beyond the confines of the inferior vena cava by approximately 3 mm. There was no hematoma formation or impingement upon adjacent structures. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.